Event description:
Pt was undergoing a prostate vaporization procedure (pvp) and the laser fiber appeared to be frayed when looking at it through a video camera. The fiber was removed by the physician and examined. The fiber still appeared to be frayed and was replaced. The defective fiber was taken out of the room and sent to the manufacturing company for further review of the product. The procedure continued without further incident.